Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
On (B)(6) 2013, patient's mother reported she feels the infusion device is not delivering effectively. Mother stated the patient has had elevated blood glucose readings for 2 months. Mother reported the patient received readings of hi and she was urinating frequently. Mother stated the patient was sweating extremely bad and she attempted to bolus to bring her blood glucose level down. Patient's target blood glucose level is 150 mg/dl. Adapter has not been changed. Advised to change once every 2 months. Mother reported the time, date, and basal rates are set correctly. Mother stated the patient had a hospital episode due to this issue. Mother reported the patient wasn't eating because she wasn't feeling well and her blood glucose level was in the 300-400's mg/dl prior to contacting the doctor. Mother stated the doctor advised taking her to the hospital. Mother reported the patient was not admitted but was treated with injection therapy and pills for nausea. Patient was not capable of self-treatment. Mother stated she was in the hospital for about 6 hours and then released. Product was replaced and requested return of the infusion device, infusion set, cartridge, and adapter for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result pump: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: all errors and alerts are triggered correctly by the pump. The daily basal rate was delivered. All bolus correctly delivered by the pump adapter: the adapter is contaminated. Cartridge: since no material has been returned from the customer and no lot number is known,no investigation could be performed. Therefore the complaint cannot be verified. Infusion set: since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore, the complaint cannot be verified. The problem mentioned by the customer could not be reproduced.